Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 for a high blood glucose of 490 mg/dl and diabetic ketoacidosis. The patient's blood glucose was in the 200 mg/dl range over the weekend, but on tuesday his blood glucose exceeded 600 mg/dl. The customer experienced nausea, vomiting, abdominal pains, and difficulty breathing when vomiting. The patient treated with insulin pump therapy and manual insulin injections. At the hospital, the patient was placed on insulin drip. During troubleshooting, a large air bubble was discovered in the reservoir. However, the insulin pump was able to prime without incident. A high pressure test was performed and the insulin pump failed. The high pressure test was repeated and the device passed. The insulin pump was not returned for analysis.